Event description:
A malfunction alarm was reported with the pump, and the malfunction code displayed was malf 0 with fault ID 0x29b0. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to put the malfunctioning pump into storage mode and return it within 10 days using a pre-paid label. The customer understood these instructions and agreed to use mdi as a backup therapy in the meantime.